Event description:
It was reported that the patient presented for an implant procedure. During the procedure and while mapping only, the device exhibited unacceptable parameters. As a result, the device was ultimately not used, and a new one was implanted. There were no patient consequences.